Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator flashing. When the on button is pressed all led light up then switch off but device does not switch on and no prompts are given. Device would not connect to saverevo. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 12th march 2014. During the investigation, crystal y4 was measured and found to have failed. Crystal y4 and the associated circuitry provide playback of pre-stored messages that are sampled at 12.8mhz which provide the user with audible assistance. The failure of crystal y4 resulted in the device not issuing audible prompts. Due to the device not issuing any audible prompts it was most likely that the user assumed that the device was failing to power on. The issue of crystal y4 had developed between the last manual power on when the device recorded audible voice prompts on the 12th january 2018 and the first manual power on when the device did not record audible voice prompts on the 10th september 2018. An additional reported complaint alleged the device would not connect to saverevo. The investigation was unable to replicate this fault during the investigation. It is possible that a fault with the users hardware or usb cable had prevented connection with saverevo. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The unit was power cycled at various stages during this testing with all speech prompts given as normal and the device recorded all auto self-tests. Additionally, the unit was then redownloaded and all manual log entries were recorded within saverevo. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Green status indicator flashing. When the on button is pressed all led light up then switch off but device does not switch on and no prompts are given. Device would not connect to saverevo. There was no patient involved in this event.